Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio2 meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation the patient reported the issue began between (B)(6) 2015. The patient alleged obtaining an inaccurate results of "40, 108 and 99mg/dl" with the subject meter performed within 20 minutes on an unspecified date. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for precision. The patient manages her diabetes with pills, diet and/or exercise. The patient confirmed that she took her normal dose of medication (including sliding scale) in response to the product issue. The patient denied that she developed symptoms as a result of the issue; however alleged hcp treatment, at a doctor's office visit on (B)(6) 2015 at 8 to 8.30am. The patient was allegedly prescribed insulin and an a1c test was performed, with a result of "5.5mmol/l". The patient confirmed this was their first prescription of insulin. At the time of troubleshooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was unable to walk through a retest as the patient did not have control solution. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did she receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.